Event description:
A 3.0mm diameter x 24mm length ave gfx stent was inserted into a coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. During removal of the undeployed stent, the stent dislodged from the stent delivery system. It is not known if the physician followed the instructions for removal of an undeployed stent, and there is no product complaint. The stent was successfully snared from the patient. Subsequently, another ave gfx stent was deployed at the target lesion site, successfully. The patient tolerated the procedure well, and there was no additional clinical sequelae reported relative to the event. No additional information is available from the user facility.